Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that one electrode was not inserted at initial implantation. Re-implantation is being considered, but no date has been communicated.

Event description:
The recipient was implanted in 2014; no problems were reported when using the device. In (B)(4) 2017, during a follow-up fitting, the recipient had access to sound and in-situ measurements were within normal limits. However, in (B)(6) 2017, when the recipient returned to the hospital for another follow-up fitting, the mother of the recipient reported that lately, she had noticed that the recipient was quite inattentive. The mother said that she didn't remember any trauma over the implant; however it could have occurred during school time. Re-implantation surgery is being considered depending on the CT results.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that one or two electrode channels were not inserted at initial implantation. Re-implantation is being considered, but no date has been communicated.

Event description:
In (B)(6)2017, during a follow-up fitting, the recipient had access to sound and in-situ measurements were within normal limits. However, in (B)(6)2017, when the recipient returned to the hospital for another follow-up fitting, the recipient_s mother reported that lately she had noticed that the recipient was quite inattentive. The mother said that she didn't remember any trauma over the implant; however it could have occurred during school time. The recipient has not been re-implanted yet; a date for re-implantation has not been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Additionally, it is reported that one or two electrode channels were not inserted at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2017, during a follow-up fitting, the recipient had access to sound and in-situ measurements were within normal limits. However, in (B)(6) 2017, when the recipient returned to the hospital for another follow-up fitting, the recipient's mother reported that lately she had noticed that the recipient was quite inattentive. The mother said that she didn't remember any trauma over the implant; however it could have occurred during school time. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted two years ago. The user did not report any problem when using the device. Recently the user lost access to sound when using the implant. The mother of the patient reported that, lately, she had noticed that the recipient was quite inattentive. The mother said that she didn't remember any trauma over the implant, but she is not sure if that could have happened when she is not in charge of her son (e.g. During school time). A CT scan will be carried out to check the position of the electrode lead. Re-implantation surgery is considered depending on the CT results.